Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre operatively, when checking the opening and closing, the device became unable to open. The product was replaced to resolve the issue. There was no patient involvement.